Event description:
The pt was taken to the operating room where general anesthesia was administered. She was placed in the lithotomy position, prepped and draped in the usual manner. Side arm speculum was placed in the vagina. Cervix was visualized and grasped with a single tooth tenaculum. The cervix was then dilated up to a #29 dilator with a pratt dilator and the obturator and sleeve of the operative hysteroscope was inserted in the endometrial cavity. The obturator was removed. The hysteroscope and the resection loop were inserted into the endometrial cavity and connected to cutting. With cutting on 100 swipes at the fibroid continued to remove fairly large pieces of this fibroid. Only minimal bleeding was encountered. It was difficult due to the angle with the fibroid on the left lateral wall to completely remove it and attempts were made using the polyp forceps as well as the kocher with repeated use of the loop. It was noted that the end portion had broken off. This was not visualized within the endometrial cavity. An x-ray done after the procedure failed to show any metallic foreign body within the uterus. With continued use of the resectoscope approx 3.5cm of mass of fibroid tissue was removed. At this point it was felt that the remaining portion was flat with no specific pedicle and much of this had been devascularized. The procedure was terminated. All instruments were removed from the vagina. Fluid discrepancy was approx 700cc. The pt tolerated the procedure well and returned to the recovery room in good condition.